Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was not detecting correct force. The pump was opened and a component on the printed circuit board had shifted out of position. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there were pump not primed warnings observed in the black box with zero force observed. The pump was exercised for 24 hours with no loss of primes occurring. Valuation revealed that the force sensor was not detecting correct force. The pump was opened and a component on the printed circuit board had shifted out of position.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection, a fill test, and a force test of the cartridge were performed and no damage or defects were noted. The cartridge was found to cycle correctly during testing. There were no difficulties in filling the cartridge, and the blue plunger extractor did not pull off from the plunger while cycling. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.